Manufacturer narrative:
D10 concomitant product: 87470, 87470 shiley oral nasal intermediate 7.0 (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the endotracheal tube's 15mm connector could not properly attached to the tube, sometimes it disconnects from the catheter mount when changing circuit and there was cuff leakage during the procedure. The patient was reintubated, but another cuff leak was noticed. Another tube replacement was not possible, but instead the cuff was inflated a few times during anesthesia.